Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states pre-sternal catheters becoming disconnected internally at the connection of the extension catheter after the procedure had been performed. The patient was in an mva, the air bag was deployed and he sustained life threatening cervical issues. Bmi 37.2. Surgically, there were no complications with these cases. The catheters were placed laparoscopically. The patients catheter was repaired and is working well. A good reason for the complication is mainly size/pannus and the mva.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing plant for review. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.